Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for analysis. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. Ac power was applied to the rf generator and a successful power on self-test was observed. No faults, warnings or irregular heating periods were encountered during the evaluation performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, the cause of the reported burn could not be conclusively determined.

Event description:
Related manufacturing ref: 3002953813-2019-00020 during a unilateral 6 level ablation procedure, a patient burn occurred. The grounding pad was placed on the back of the thigh of a patient that was neither hairy or diaphoretic. Following removal of the grounding pad, a burn was noted and silvadene was applied to treat the burn. The patient is in stable condition.